Event description:
Immediately following a right total hip arthroplasty, post operative radiographs viewed by the surged noted to be abnormal, patient returned back to surgery. The surgeon explored the sight finding a foreign object within the hip, the foreign object was a corner of the namba hip slide that had broken off. Approximate length 3.5 cm, approximate depth 1.0 cm. Did require replacement of new hardware.